Manufacturer narrative:
It was reported that a 77-year-old female patient (60.7kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The bwi product analysis lab received the device for evaluation on 02-nov-2021. The device evaluation was completed on 05-nov-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a cardiac tamponade and perforation were noticed when the patient¿s blood pressure began to drop. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 750cc of fluid was removed when the reporter had last checked. A drain was also hooked up to the patient before being taken to the operating room. The patient was reported to have been in stable condition, but their current condition was unknown. Prior to the cardiac tamponade, a vein of marshall ablation was completed in the anterior and lateral mitral valve, but they could not confirm the area where the injury occurred. The physician also could not confirm the cause of the cardiac tamponade. Additional information: this adverse event discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related, perforation near left superior pulmonary vein (lspv) and left atrial appendage (laa) during ablation. A pericardial tap was performed and the patient was taken to the operating room. Patient has fully recovered. The patient required extended hospitalization because of the adverse event as the patient stood a couple of days due to needed surgery. Visitag module parameters for stability were used: tag size 3. Parameters were 1.5mm-stability, 3sec-minimum time, 25%-fot and 3g-minimum force. No additional filter used with the visitag.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).